Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as "likely contracted it from the cat"; however, no further details were provided therefore the cause will remain unknown. The patient was treated with unspecified antibiotics for peritonitis. It was not reported if the patient was hospitalized for the event. Patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.